Manufacturer narrative:
Date of event is approximated to (B)(6) 2005, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a transoblurator sling procedure performed on (B)(6) 2005 for the treatment of stress urinary continence. The patient tolerated the procedure well. As reported by the patient's attorney, the patient experienced an unspecified injury.